Event description:
Clinical study. It was reported that 742 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 2.5x5mm, 90% stenosed lesion in the distal right coronary artery (dist rca) with direct placement of a taxus express2 2.5x12mm drug eluting stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. At 742 days post index procedure, the patient was admitted for a tvr. The dist rca was treated with a taxus express2 stent for diffuse in-stent restenosis. The physician assessed the relationship of the event to the taxus stent as "probable." The patient was discharged the next day.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.